Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three needles of three bd insyte autoguards had foreign matter on them.

Manufacturer narrative:
Investigation: during DHR review: no quality notifications were initiated during production. All other challenge, set up and in process samples were performed per specifications. Received a 20ga bc full assembly within an open package from lot number: 8262697. Visual/microscopic evaluation: white-clear particles were revealed near the tip of the catheter/needle. Dark colored fibers were observed around the tip of the catheter/needle probable cause for the white-clear material: manufacturing: the particle observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Probable cause for the dark colored fibers: indeterminate: a definite source for the dark colored fibers could not be determined. It is unknown if it was from manufacturing related or introduced during transit or at user environment.

Event description:
It was reported that three needles of three bd¿ insyte autoguards had foreign matter on them.